Event description:
This is a fine micro-forceps used in surgery. The teeth of the working part at the distal end are damaged. The last tooth of the single row of teeth is bent distally and partially torn away from the base material. Furthermore, the surface of the teeth at the affected point is partially deformed and exposed bare metal. Intraoperative finding: upon palpation of the heart muscle, a tear in the tissue with bleeding occurred. No further information is available.

Manufacturer narrative:
The teeth of the working part at the distal end are damaged. The last tooth of the single row of teeth is bent distally and partially torn away from the base material. Furthermore, the surface of the teeth at the affected point is partially deformed and exposed bare metal. The batch history was checked and it didn't show any deviations. Our reprocessing instruction states the following: visually inspect for damage and wear using a magnifying lamp. Pay particular attention to critical points on moving parts and in the work area. Defective, damaged instruments whose label is no longer legible must be sorted out and cleaned and disinfected before being returned to the manufacturer. Re-pairs may only be carried out by the manufacturer or workshops authorized